Manufacturer narrative:
No investigation could be performed, no conclusion could be drawn as no device has been returned.

Event description:
A 4.5mm lcp condylar plate, implanted for a periprosthetic fracture of the distal femur, broke post operative and was removed.